Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the 8fr 2-way foley catheter was found broken and there was leakage at the junction. The patient is safe and discharged from the hospital. Another catheter was inserted. It is believed that the nurses tested the catheter before usage and followed the IFU.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. An actual sample was returned for investigation. The sample was carefully removed from the polybag and was subjected for visual insp ection. There were no abnormalities found on the returned sample apart from being broken at the funnel joint area. According to the complainant's description, the catheter was found broken and leakage was found at the junction. Based from the information provided in sap, it was mentioned that the catheter has undergone pretesting prior to use by the nurse. This indicates that, the catheter was initially fit to be use on the patient. Review on the broken part reveals that the cutting edges suggest that the tube was once well attached to each other. Image was captured under 100x magnification using dino-lite. Catheter broke may occur due to several reasons such as catheter was in contact with sharp or pointed object, effect of used of clamper, excessive force applied at the funnel end or between the shaft as a result of catheter stuck at crib rail or tube extended as the patient glide on the bed. Such extreme tensile strength may exceed the standard requirement of catheter strength and render to catheter to be detached or break. Based on the above findings, we did not find any problem within the product which could have contributed from manufacturing processes. Therefore, we could not confirm the complaint as stated above.

Event description:
It was reported that the 8fr 2-way foley catheter was found broken and there was leakage at the junction. The patient is safe and discharged from the hospital. Another catheter was inserted. It is believed that the nurses tested the catheter before usage and followed the IFU.